Manufacturer narrative:
One bivona tracheostomy tube was returned for analysis in used condition. No damage was noted upon visual inspection. The sample was then filled with air revealing that the cuff immediately deflated. The tube was then placed under water and leak testing performed; a leak was observed due to a pin hole in the cuff. The manufacturing process and assembly processes were both reviewed and all deemed adequate. The complete manufacturing process was audited by verifying 32 units; no discrepancies found. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that upon placement of a smiths medical portex bivona tracheostomy tube, the balloon was reported to not inflate. There were no reported adverse patient effects.